Manufacturer narrative:
Block b3: exact date unknown, event occurred the in the past two weeks from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned due to facility policy.